Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. No actions taken based on the device result. No adverse event reported. The customer had two vials of strips of the same lot number. It is unknown which vial of strips was used for obtaining the value of 8.0 inr. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.